Event description:
The physician was using an endeavor sprint over the wire (otw) drug-eluting stent for treatment of a lesion. The device was unable to cross the lesion and on removal it was noted that the device was damaged. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (limited information available); inherent risk of procedure (failure to deliver <(>&<)> stent deformation); none (device not received for evaluation).